Manufacturer narrative:
Date of event is estimated. It was reported to abbott, a patient¿s ipg started moving in the pocket and caused discomfort. The patient underwent a revision where the ipg was placed deeper in the pocket. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient experienced discomfort because the ipg started to move in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg, which was found to be superficial, was placed deeper to address the issue. Effective therapy was restored post-op.